Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, manual capacitor maintenance could not be performed after multiple attempts. An alert for charging time out on the device was noted. No further intervention was performed at this time and the lead will be monitored until explant. The patient was stable with no adverse consequences.

Manufacturer narrative:
Upon receipt, the device was interrogated with a programmer. Lab testing found the device¿s charging timed out when the hybrid was connected to the battery, but not when connected to a power supply. The battery was sent to the supplier for further analysis; however, the cause of the charge time outs was undetermined. The supplier found no evidence of cathode poke-through. No anomaly was detected during the supplier analysis. The reported field event of charge time out was confirmed via review of the high voltage charge log stored in the device image.

Event description:
The device was explanted and replaced. The patient was stable with no adverse consequences.